Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuos and moderately calcified iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.